Manufacturer narrative:
The device history record for the manufacturing lot was reviewed and there were no discrepancies or unusual findings. Should additional relevant information be obtained, a follow-up MDR will be submitted accordingly. Manufacturer reference #: (B)(4).

Event description:
A site reported to rxsight that a patient's light adjustable lens (lal) was explanted from the right eye due to residual refractive error, which was attributed to the incorrect manifest refraction (mr) entered by the user during the first light adjustment, and resulted in a post-adjustment refraction that was significantly off target. Two additional light adjustments were completed, but residual refractive error remained. The lens was explanted and a new lal was implanted as a replacement. No further information has been provided.